Event description:
Related manufacturer reference number: 1627487-2022-00468, 1627487-2022-00469. It was reported the patient experienced low and high impedance issues with their scs system following multiple falls. In turn, the patient is unable to enter MRI mode. Surgical intervention was undertaken on (B)(6) 2022 wherein both existing leads were explanted and replaced to address the issue. Additionally, a third lead was discovered at the pocket site via fluoroscopic imaging during intra-op diagnostics. The physician also explanted this lead. It is unknown which lead is related to each issue. Therefore, all suspected leads are being reported as such.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.